Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days.